Event description:
Information received indicates the unit leaked at the lure bonding connection during the case. The product was changed-out with no consequence reported for the patient. No additional information is available.